Event description:
It was reported that there were positioning problems and that the lead had bad threshold values in the first position. During a repositioning attempt, it was also observed that the helix moved abruptly (not gradually as usual). The lead was left implanted, and is in use, since measured values were ok. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.